Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cmos battery was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a 5 volt cable error message and would not complete the boot up process. No pt injury was reported.